Manufacturer narrative:
Lot number updated from 23041148 to unknown. Expiration date update from 12/05/2020 to unknown. Unique identifier (UDI) # updated from (B)(4) to unknown.

Event description:
It was reported that shaft break occured. A 2.00mm x 6mm nc emerge balloon was selected for dilation. However, the shaft broke during the procedure and removal of the balloon was successful. The procedure was completed with another balloon.

Event description:
It was reported that shaft break occured. A 2.00mm x 6mm nc emerge balloon was selected for dilation. However, the shaft broke during the procedure and removal of the balloon was successfull. The procedure was completed with another balloon.